Event description:
The customer contacted stryker to report that their device did not recognize the therapy cable or defibrillation electrodes. In this state the device may not be able to deliver defibrillation therapy if needed. This issue is patient related; however, there was no adverse event reported.

Manufacturer narrative:
Stryker evaluated the customer's device and duplicated the reported issue. Stryker reconnected the ribbon cable from the therapy connector to the therapy pcba to resolve the issue. Stryker also observed an event code logged in the memory of the device which is related to a potential issue of the device to deliver energy. Stryker cleared the event code from the memory of the device. After completing other unrelated repairs, proper device operation was observed through functional and performance testing. The device was returned to the customer for use. The cause of the device not recognizing therapy cable or electrode issue was due to the disconnected ribbon cable. The cause of the event code issue could not be conclusively determined.

Manufacturer narrative:
Stryker contacted the customer to request additional information on the patient. Stryker requests patient information necessary for regulatory compliance, strictly adhering to hipaa's privacy rule. No response has been received from the customer. Patient fields in which information is not provided were intentionally left blank. Stryker continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted stryker to report that their device did not recognize the therapy cable or defibrillation electrodes. In this state the device may not be able to deliver defibrillation therapy if needed. This issue is patient related; however, there was no adverse event reported.